Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a fluid warmer started to smoke and created a bad smell. The issue was found during a preventative maintenance check and there was no patient involvement.

Manufacturer narrative:
H6: updated. The suspect device was returned for evaluation. Visual inspection confirmed that there were no anomalies found. The allegation made by the complainant was confirmed. There were burnt solder joints at r3 and r4 of printed circuit board (pcb) and a damaged protective film. However, the probable root cause of the event was unable to be determined. These components were replaced, and the device passed all required tests.